Event description:
It was reported that the customer had been having battery issues. Customer has received numerous alarms including a bad battery alarm, weak battery alarm, and battery out limit alarm. Customer will be sent a replacement battery cap. Customer called back because he received a bad battery alarm and a blank screen. Customer's blood glucose level was 79 mg/dl. Customer inserted a new battery this morning and the pump shut off. Customer is going to buy the correct battery. Customer is using a battery from work. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The unit was received with blank display due to corroded battery tube and battery tube cap contact. Unable to verify battery out limit or weak battery alarms due to blank display. The unit was received with cracked case at display window corners, display window, reservoir tube and battery tube threads. The unit was received with minor scratched lcd window.